Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, there was a lead facture noted and confirmed with x-ray imaging on the right atrial (ra) lead. There was also noise observed. The lead remained in situ and will continue to be monitored and the device reprogrammed to resolve the noise. The patient was in stable condition.

Event description:
New information was received that there were additional episodes of automatic mode switch (ams) on the right atrial (ra) lead. The ra lead was capped and replaced to resolve the event and the patient was stable.